Manufacturer narrative:
Product complaint (B)(4) updated sections on this med watch: b4, d4 (primary UDI number), d9, g3, g6, h2, h3 and h11. Corrected data: d4 (primary UDI number) the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an angioplasty, an enterprise2 4mmx16mm intracranial stent (encr401612, 8697548) became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31301002) and could not advance any more. After several attempts, the stent was still impeded and could not advance. The physician removed the stent and microcatheter (mc) from the patient and replaced with new devices to complete the procedure. There was no patient injury reported. Additional event information received on 12-aug-2024 indicated that they were no able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bend. There was a ¿slight bend¿ at the stent mark point. There were no procedural delays due to the event. A non-sterile enterprise2 4mmx16mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached from the delivery system. High amounts of dried saline residues were found along the entire length of the positioning portion of the delivery wire. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the hub of the microcatheter could not be evaluated due to the detached condition of the stent. In order to perform a functional test, the stent must be inside the introducer and attached to the delivery wire. It is suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. The detached condition of the stent was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an angioplasty, an enterprise2 4mmx16mm intracranial stent (encr401612, 8697548) became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31301002) and could not advance any more. After several attempts, the stent was still impeded and could not advance. The physician removed the stent and microcatheter (mc) from the patient and replaced with new devices to complete the procedure. There was no patient injury reported. Additional event information received on 12-aug-2024 indicated that they were no able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bend. There was a ¿slight bend¿ at the stent mark point. There were no procedural delays due to the event.